Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: the cartridge was not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was some resistance with the cartridge when injecting the intraocular lens (iol). Follow up information revealed that the lens was implanted and was scratched. The cartridge was discarded. No further information was provided. Two cartridges were reported therefore two mdrs will be filed. This is 2 of 2.